Event description:
It was reported prior to use, when using the bd vacutainer® sst¿ blood collection tubes fifteen tubes showed gel smearing. No health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(4). E1: initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use, when using the bd vacutainer® sst¿ blood collection tubes fifteen tubes showed gel smearing. No health impact or consequence reported.

Manufacturer narrative:
The following information has been updated: d.9. Device available for eval? Yes d.9. Returned to manufacturer on: 01-feb-2024. H.6. Investigation summary: bd received fourteen (14) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for gel smearing with the incident lot was observed. 14 customer samples were subjected to a visual inspection for gel smearing. 12 of 14 customer samples failed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.